Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Correcting the MFR report number due to a typo. This was originally submitted as 9610805-2018-00065 05/16/2018.

Event description:
It was reported a screw head broke off. The threads of the screw remained in the patient.